Manufacturer narrative:
(B)(4). Reported event of expect pulmonary olympus distal tip bent. Visual evaluation of the returned device revealed that the working length of the needle and sheath were kinked at the distal end of the handle. In addition, the needle and sheath were kinked at the distal end section and the syringe luer at the handle was crack. Functional analysis showed some resistance during extending and retracting the needle. Water was inject using a syringe and leaking was noticed due the damage syringe leur. The reported event of damage luer was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. The most probable root cause for the complaint event is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used in the airway during a endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle luer lock was cracked. The procedure was completed with another expect pulmonary olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The investigation has been completed and the distal tip of the needle was found to be bent. This is now deemed an MDR reportable event.